Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn as no device was returned. Synthes is unable to determine the manufacture date without a lot number.

Event description:
A patient underwent a revision procedure and 2 plates, 18 screws and 7 sternal cables were placed. On day 8 post-operative, patient experienced a hematoma, exculpation was done in the hospital. The next day, sternal instability was detected and implants were removed. All 7 cables were noted as broken.